Event description:
It was reported by the customer that during a user inspection within the hospital around february 2026, we received a report that the waveform displayed on the cardiosave display had been overwritten. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.